Manufacturer narrative:
The device involved in the reported event is not available therefore no evaluation can be performed. The lot/device manufacturing history records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) stated that during a cataract procedure approximately 1mm particle that looked like metal, fell off from the phaco needle. The particle was clearly visible in the eye and could be removed. There was no patient injury.